Event description:
During verification testing at the service center, the device roller door was missing and the door roller pin was broken.

Manufacturer narrative:
During testing, the device door roller was missing and the door roller pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.